Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed fault code 27 (encoder fault)" was confirmed during review of the archive data. The root cause of the fault code is the defective drivetrain motor. Visual inspection of the returned platform was performed, and no physical damage was observed. The power distribution board revision is up to date. A review of the archive data showed multiple (ua) 27; thus, confirming the reported complaint. The encoder indicates the shaft is turning too fast, at the speed higher than 1000 rpm during compression. The drivetrain motor was replaced to remedy issue. During initial functional testing, the autopulse platform stopped after some compressions and displayed system error user advisory (ua) 139 (unable to hold compression position), unrelated to the reported complaint. The drivetrain motor brake assembly air gap was too wide and out of specification at (0.014"). The m3-.5 x 4mm set screws would not lock into the encoder shaft dimple locking wells and caused the brake to disengage. The (ua) 27 was not reproduced due to the (ua) 139. The drivetrain motor was replaced to remedy issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4) displayed fault code 27 (encoder fault) when the start/continue button is pressed. The customer tried to restart the platform and using a different lifeband, but the issue persisted. The original lifeband performed as intended when tested in a different platform. No patient involvement.